Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. No further details were given. No reported impact to the customer¿s blood glucose level. Customer administered manual insulin injection to address elevated blood glucose level.